Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: surgeon was doing an open right colectomy. He was using the stapler to close the anastomosis. He went to fire, and it cut the tissue, but no staples came out. Sales rep said she tried to fire it and it worked fine. Product will be returned fired. Additional information was later received from the account, confirming that additional medical intervention was required to prevent permanent impairment or damage. Was the damage irreversible? Was there blood loss of 500cc or more due to the product problem? No. Did any additional blood loss resulting from this product problem require a blood transfusion? No. Was surgical time extended by more than 30 minutes due to the product problem? Yes, 45 minutes. Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?). Not as of jan 12 2016.

Manufacturer narrative:
(B)(4). Device evaluation:post market vigilance (pmv) led an evaluation of one ta 90-3.5 single use reloadable stapler opened by the account. The reported condition for this incident states that no staples came out during a colectomy procedure. The instrument was received loaded with a 3.5mm single use loading unit (sulu). Visual inspection of the cartridge noted that the sulu was fully fired with fully formed staples and the jaw in the locked position. The loading unit was reloaded with staples, reloaded into the instrument and applied to test media. The staple line was properly formed. Visual and functional testing of the returned product confirmed the product met quality release specifications and the reported condition was not confirmed. A review of the device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic current specifications at the time of manufacture. Although the reported condition was not confirmed, it may occur when the user mistakes the tactile pre-clamp feature for the full firing stroke. This feature allows the handle to be released, without returning to its original position, for final positioning of the tissue. After the tissue is properly positioned, the handle stroke must be continued to full clamp position. Staples will only fire after the fully clamped handle returns to its original position and is squeezed a second time. The file will be closed as fired satisfactorily as the device was found to meet all visual and functional test specifications.